Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a preface® guiding sheath with multipurpose-short curve and the valve totally detached. The procedure was completed without patient's consequence. This complaint is reportable because this type of issue could potentially contribute to a death or serious injury.

Manufacturer narrative:
A) the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. B) manufacturer's reference #: (B)(4).

Manufacturer narrative:
(B)(4) was reported that a patient underwent an atrial fibrillation procedure with a preface guiding sheath with multipurpose-short curve and the valve totally detached. The procedure was completed without patient's consequence. This complaint is reportable because this type of issue could potentially contribute to a death or serious injury. The bwi failure analysis lab received the device for evaluation. Upon receipt, a non ¿ sterile sheath introducer was received but no visual damage was observed. The valve looks normal. The vessel dilator and the needle were not returned for analysis. In addition, a lab sample vessel dilator was introduced through the sheath to perform the flushing functional analysis; the water flows through the sheath introducer body as expected and no leaks were detected. The valve functioned normally. In addition, a lab sample smart touch catheter was introduced and no friction/resistance was found. Valve did not detach during this testing. Finally, the brim cap was dimensionally measured and it was within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. As lot # 16094652 was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).